Event description:
I had saline breast implants implanted in 2002. Less than 6 months later, I started losing weight, my memory was failing, I was dizzy all the time, and I had heart palpitations so badly I thought I was having a heart attack. My menstrual cycles were all over the place. My primary doctor did nothing for me, even after multiple visits. I ended up seeing my gynecologist about my periods. She is the one who sent me for blood work immediately. I was diagnosed with severe graves' disease. I was seriously sick. After multiple tests and hearing my primary doctor tell me I was going to end up with heart damage at (B)(6), I was terrified. I had rai to kill my thyroid and now deal with being hypothyroid. Now dealing with attempting to get my thyroid levels balanced I started having symptoms. I knew were not related to thyroid disease. This was about 2 years later. I was sent to a rheumatologist only to find out I had undifferentiated connective tissue disease. About 3-4 months later, I was diagnosed with systemic lupus. Now, I have fibromyalgia, chronic pain, migraines, gastro issues, gallbladder removed due to it, dying exhaustion to the point it's hard for me to function to add to the list. I take infusions every 4 weeks for lupus and have done so for 3 years. I ended up having to have a portacath placed because my veins have scar tissue and will blow with any IV. After I researched years ago, I believe either my body is rejecting the implants or they have caused me to be so sick. I wish I could reverse time and not make the decision that ended up changing my life. I was healthy prior to the implants and now I am looking at disability because I am not sure how I could hold a job down.